Event description:
The service & repair department documented a report from the sales consultant that the 2nm torque limiting handle with quick coupling torque handle would not release at the specified torque and a ti locking screw was stripped during c3-c7 posterior cervical fusion surgery on (B)(6), 2014. An unknown screwdriver interacted with the locking screw based upon technique guide. Fragments were removed easily, without additional intervention. There was no delay in surgery. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is reportedly fine.

Manufacturer narrative:
Additional product codes: mnh, mni. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.